Event description:
It was reported that during a site change performed with a customer care agent, the ilet user's white inserter was unintentionally pulled from the applicator while attempting to cock the inset, which required use of a new infusion set; the event involved an infusion set deployed incorrectly, and troubleshooting with education was completed without device alerts or alarms. There were no reported clinical effects reported. Outcomes included no impact to health. Investigation included customer troubleshooting and education to review correct insertion and connection steps. Investigation of this case revealed user handling error resulting in improper deployment or connection of the infusion set, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device use and handling.